Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted the vessel condition was compromised with an almost fully occluded sfa on the right and moderate calcification and tortuosity on the left. Additionally, plaque and disease were noted on the lower half of the femoral head. During the procedure there was difficulty advancing the valve through the expandable sheath, resulting in a split along the sheath. After deployment the angiogram showed occlusion with contrast stopping 4mm above the arteriotomy. A cut-down was performed and found the collagen correctly positioned; however, the toggle was located in a dissection plane between the intima, media and adventia. Manta was removed and a bovine patch followed by a covered stent was used. After reviewing the physician believed the toggle became stuck within a dissection that developed intraprocedural. Per the IFU: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Additionally, patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Finally, the following potential adverse events related to the deployment of vascular closure devices have been identified local trauma to the femoral or iliac artery wall, such as dissection. While it cannot be determined if the dissection resulting in the occlusion occurred before manta deployment, due the vessel condition and difficulty during the procedure that resulted in the 14f sheath splitting, damage to the vessel during the procedure is likely. The root cause of the occlusion resulting in a surgical cut down and insertion of a covered stent is user error as the device was deployed against the IFU in an unstudied population.

Event description:
As reported: patient identified to have almost fully occluded sfa on patient right, but profunda looked favorable, and right cfa looked ok. Patient left was moderately calcified, tortuous; we asked about contralateral wire for protection/bailout during manta deployment (specifically due to sfa occlusion), but told it would not be necessary. CT images showed plaque and disease on lower half of femoral head, so we discussed together that access on upper half to upper third of femoral head would be ideal. CT images showed that upper half/third of the femoral head had clean vessels, 7mm+ in diameter. Access under ultrasound, with rotational baseline angio that showed access in a good location, with no visible disease. Puncture location identified a depth of 1.5cm, and that depth was confirmed. Act after 6000 heparin was 263. The case proceeded as usual. 23mm s3 was advanced with great difficulty through 14f esheath; difficulty was noted by the fellow, and physician took over to handle the advancement, also with great difficulty. Valve was deployed, and required post-dilation to correctly expand the valve. 20 mg of protamine was administered and the esheath was swapped for the manta sheath. Bp was below 180, no change in skin condition was noted, and protamine was fully administered. Deployment technique was ok, pulled to second click on final step. Device was released, and angio showed occlusion, with contrast stopping approximately 4 cm above arteriotomy. Physician attempted to wire the cfa, but the wire moved intraluminally/extravascularly proximal to the arteriotomy. Vascular surgery cut down to vessel, extracted the manta, placed a bovine patch, and stented the cfa due to dissections still present after the patch. Based on discussion and description with the surgical team, the collagen was correctly positioned on the exterior of the vessel, but the manta toggle was located in a dissection plane between the intima/media/adventia. It was unclear, but suspected that the toggle was contributing to or exacerbating a dissection that was completely occluding flow. Upon review, physician recalled difficulty advancing the valve, the split along the sheath when it was extracted, and believes the manta toggle became stuck within a dissection which developed intraprocedurally.